Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 70s mg/dl range. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Treatment was administered via insulin drip. Although requested, customer declined to provide any additional information.